Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned, and investigation completed by product analysis on 17-apr-2019 with the following findings: on investigation, the display screen demonstrated a dim/fading/color spectrum issue as alleged in the initial complaint. Investigation duplicated the complaint.